Event description:
It was reported that in (B)(6) 2014, the atrial lead exhibited low impedance and intermittent sensing. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.